Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated they were unable to exit from the rewind mode due to the alarm. Customer's blood glucose was 353 mg/dl. Customer also reported a low blood glucose event where their blood glucose declined to 55 mg/dl in the morning. The customer also stated they were a brittle diabetic, therefore their blood glucose was constantly fluctuating. Troubleshooting found the customer's drive support cap was protruded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).